Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing. The issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a definitive root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿, 8 tubes exhibited a molding defect where the bottom of the tube was missing. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® sst¿, 8 tubes exhibited a molding defect where the bottom of the tube was missing. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.